Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-03171 & 2014-01542/-01543/-01544).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, discomfort, and difficulty walking. There has been no reported revision procedure. No further information has been provided. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, discomfort, and difficulty walking. There has been no reported revision procedure. Additional information received from patient's legal counsel indicates patient allegations of soreness, dysfunction, loss of range of motion, metal poisoning and metallosis. No further information has been provided. This complaint is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.